Event description:
It was reported that during a colectomy procedure, scissoring occurred many times. Another device was used to complete the case. No adverse patient consequence was reported.

Manufacturer narrative:
Date sent: 07/01/2008. Information anticipated, but unavailable at this time.